Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic disectomy bone cutting, the burr was fractured inside the tube at a rotational speed of 70,000 rpm. At the time of the report, the patient has no health impact. It was also reported that the procedure was delayed for 5 mins, no damaged piece remains in patient body and the procedure was completed using a backup product. Additional information was received stating that there was no patient or staff impact.